Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The field representative reported that when calling the emergency department (ed) to provide the remote monitoring network report details, the report only showed 2 non-sustained ventricular tachycardia (vt) episodes; however, the patient had reported receiving multiple shocks. The field rep contacted tachyarrhythmia (tachy) technical services (ts) regarding the discrepancy. Tachy ts reported that patient had a home transmission send prior to going to the ed and informed the rep that the home monitor clears events for this type of device. Advised the rep, that the episodes the patient reported receiving are able to be viewed on the easy electrograms (egm) or could request the information from the patient¿s managing clinic. The rep reported dissatisfaction that the home monitor clears events and had to call the ed back to explain the discrepancies. The network remains in use. No patient complications have been reported as a result of this event.